Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response (rvr) as at ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead had undersensing. The leads remain in use. The patient was noted to have low magnesium and low digoxin levels in lab work. No further patient complications have been reported as a result of this event.